Event description:
Pt had degenerative arthritis of her right knee requiring surgery in this hosp for the placement of a total prosthetic knee implant on 10/28/1998. The pt suffered a post-surgical knee infection requiring a return to surgery on 11/10/1998 at which time the prosthetic knee implant was removed, cleaned, sterilized and re-implanted into the pt. There were no problems identified with the original prosthetic knee which would have precluded its reuse.